Event description:
It was reported that upon insertion of the locking cap which is part of the inverse/reverse screw system, 4.5-33, the surgeon noticed a metal machining fragment/filing that was attached on to the thread of the cap. The surgeon removed the metal debris, inserted the locking cap, applied the appropriate torque wrench screwdriver and completed the surgery. Date of surgery was not reported.

Manufacturer narrative:
The manufacturer did not receive device, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).